Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was determined to be random or expected component failure due to stress, with no evidence of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bending section cover adhesive of the cystonephrovideoscope is chipped and detached. There was no patient involvement.